Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E.1.initial reporter phone # (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to sample centrifugation of the bd vacutainer® sst¿ ii advance, there were air bubbles in the separation gel of one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 73 samples for investigation. The photo shows a drawn tube with bubbles in the gel at its base. Additionally, 73 samples were returned, and visual examination of the returned samples did not show any instances of gel defects related to air bubbles in the gel. During the investigation, 100 retained samples were visually inspected, and no gel defects were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles - before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to sample centrifugation of the bd vacutainer® sst¿ ii advance, there were air bubbles in the separation gel of one device. No adverse impact was reported regarding the patient or user.